Manufacturer narrative:
Image review: one static image and one media file were provided for review. The media file provided reveals that the valve dislodged aortic during removal of the guidewire. Evidence supports that the guidewire that was used to deploy the valve interacted/intertwined with the valve frame causing it to dislodge aortic. The dislodged valve was snared, and a second valve was implanted. As stated in the instructions for use (IFU), potential risks associated with the implantation of the bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization. The patient¿s executive summary was not provided for anatomical review. Updated: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure, the valve was deployed with a final depth of 3 millimeter¿s (mm) on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). The nosecone of the delivery catheter system (dcs) was slowly withdrawn and pulled into the descending aorta. A post-implant echocardiogram was performed, and the non-medtronic(safari) guidewire was manipulated, not under fluoroscopy. Fluoroscopy was then turned on, and it was observed that the valve was inadvertently pulled out while attempting to remove the guidewire from the left ventricle (lv) after full deployment. The valve had dislodged by pulling the guidewire too close to the inflow of the valve. The patient was stable at this time. A snare was used to hold the first valve in place, and left radial access was obtained for imaging. A second valve was prepped with a new dcs. The second valve was deployed to anchor the dislodged valve in the ascending aorta, ensuring coronary perfusion. The second valve was implanted at a final implant depth of 3 mm on the ncc and 3 mm on the lcc. Post-echocardiogram and angiography were completed. The patient was discharged. Additional information was received that the deployment starting point was mid-pigtail catheter. After the dislodgement, the valve was above the sinotubular junction (stj).

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; implant date n/a; explant date n/a  product ID non-medtronic safari guidewire (lot: unknown); product type: guidewire; implant date n/a; explant date n/a  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure, the valve was deployed with a final depth of 3 millimeter¿s (mm) on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). The nosecone of the delivery catheter system (dcs) was slowly withdrawn and pulled into the descending aorta. A post-implant echocardiogram was performed, and the non-medtronic guidewire was manipulated, not under fluoroscopy. Fluoroscopy was then turned on, and it was observed that the valve was inadvertently pulled out while attempting to remove the guidewire from the left ventricle (lv) after full deployment. The valve had dislodged by pulling the guidewire too close to the inflow of the valve. The patient was stable at this time. A snare was used to hold the first valve in place, and left radial access was obtained for imaging. A second valve was prepped with a new dcs. The second valve was deployed to anchor the dislodged valve in the ascending aorta, ensuring coronary perfusion. The second valve was implanted at a final implant depth of 3 mm on the ncc and 3 mm on the lcc. Post-echocardiogram and angiography were completed. The patient was discharged.